Event description:
Patient reports he was explanted on (B)(6) 2024, due to his body rejecting the device. He told me he did have symptomatic improvement with the device, so he wanted to know if the company has any recommendations in this scenario. He said that his surgeon attempted to "wrap the device in two latex free condoms, but my body still rejected that".